Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is a synthes sales consultant. Part 311.01, lot 9882248: release to warehouse date: september 01, 2015. Manufacturing site: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the device had failed to engage with handle of mini quick coupling. The repair technician reported the device required further testing. Damaged coupler is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item was scrapped and will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: visual inspection of the returned device performed at customer quality (cq) identified no damage or abnormalities. The distal nose piece/coupling was unable to be retracted or advanced and therefore a mating shaft was not able to be inserted / secured in the device. The relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. A definitive assignable root cause for the complaint condition could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, at the sterile processing department (spd), the unknown screwdriver shaft would not stay engaged in the handle with mini quick coupling while putting the set back together. No patient involvement. This report is for a handle with mini quick coupling. This is report 2 of 2 for (B)(4).